Event description:
It was reported an external fluid leak was observed from an unspecified u9000 set during the function test. The ak 98 machine alarmed ¿571 leakage test failed¿ and upon further inspection the leak was observed. The set was replaced and testing was completed without issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.